Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. She reported that a washer fell into her mouth while using device. Multiple attempts were made to reach the customer via telephone unsuccessfully. See scanned page.